Event description:
Reportable based on device analysis completed on 26-jul-2023. It was reported that crossing difficulties were encountered. The 78% stenosed target lesion was located in a severely tortuous and moderately calcified distal left anterior descending artery. A 3.00 x 48mm synergy xd drug eluting stent was advanced for treatment but, during the procedure the stent failed to cross the lesion. The procedure was competed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed hypotube detachment.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 3.00 x 48mm stent delivery system (sds); catheter was returned for analysis. A visual and tactile examination of the hypotube found a multiple kinks and a break at 24 cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage.